Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the error log and was able to reproduce the issue. The fse discovered the hybrid arm to the tip detach plate was out of alignment. The fse aligned the hybrid arm to all positions and resolved the issue. The fse cleaned the main and hybrid arm tip nozzles and waste chutes, and verified hybrid arm clot detection. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from installation date of (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [2101] tip detachment failure by hybrid arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue is due to the alignment of the hybrid arm to the tip detach plate. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 2101 tip detachment failure by hybrid arm while operating on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.